Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter, at an unspecified time, the option-lok male adapter of the plumset was connected to an unspecified clave port of an extension set and was being used to deliver an unspecified volume of normal saline., at an unspecified rate, via a plum pump. After one hour, the customer contact reported that the nurse disconnected the plumset from the clave port of extension set. At this time, it was reported that the nurse noted that the distal tip of the option-lok male adapter of the tubing set broke off and a piece remained lodged inside the clave port. The customer contact reported that the patient's blood was exposed and that approximately 30ml of the patient's blood leaked. After an unspecified length of time, the tubing set was clamped. No specific details were provided. The plumset and the extension set were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.